Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter is getting stuck over the needle. Three patients out of four had dura mater breach.

Event description:
It was reported that the catheter is getting stuck over the needle. Three patients out of four had dura mater breach.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. The customer reported the catheter was difficult to thread through the epidural needle. The customer returned one epidural catheter. No needle was returned. The returned catheter was visually examined with and without magnification. Visual examination of the returned epidural catheter revealed that the catheter appears typical with no defects or anomalies observed. The outer diameter (od) of the returned catheter measured 1.05mm (caliper c05155) which is within the specification of a maximum of 1.115mm per graphic kz-05400-002; rev 9. An attempt to thread the returned epidural catheter was made. The distal end of the catheter would thread through a lab inventory 17ga needle with no resistance met. A drag test was performed per pip-013, rev. 3 using the returned catheter, a lab inventory needle and weight (c05406). The catheter passed the drag test with the lab inventory needle. Specifications per graphic kz-05400-002; rev. 9 was reviewed as a part of this complaint investigation. A design history review was performed for part # m-05001-001a and kz-005400-002 as a part of this complaint investigation. There have been no material changes for these parts during the last two years that could have led to this complaint. The reported complaint of the catheter being difficult threading through the needle could not be confirmed based on the sample received. The customer returned a catheter but no needle was returned. The returned epidural catheter could be thread through a 17ga lab inventory needle with no resistance met. The returned catheter also passed a functional drag test, and the returned catheter od was found to be within specification. A device history record review was performed on the epidural catheter and needle with no relevant findings. The catheter is an interactive part. Therefore, based upon the condition of the sample received, the information provided, and the fact the needle was not returned, the potential cause of this complaint could not be determined.